Event description:
The user facility reported that a surgical turndown patient was in for a high risk cardiac procedure with impella cp support. The impella cp was successfully placed prior to intervention to right coronary artery. However, the physician pulled the peel-away back and lost femoral access. The impella cp was removed and new access was obtained for the remainder of the case. The decision was made to leave the left anterior descending artery alone until another time when impella cp support could be re-established. The procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Positioning issues: the cause of positioning issues most likely was use related since physician accidentally pulled peel away out and pump of artery during procedure to fix the rca.